Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. There was one non-conformance opened due to sterilization nonconformance. The lot was re-sterilized per approved procedures and passed. There were no manufacturing deviations that could have contributed to the reported event. The pump was tested at intera oncology and the complaint allegation of the pump unable to flow was not able to be replicated.

Event description:
Intera oncology received a report from a physician assistant that a patient who was implanted with an intera 3000 hepatic artery infusion pump on (B)(6) 2025, had a refill done on (B)(6) 2025, and the residual volume was 30ml. The physician speculates that there is a potential clot or kink. In addition, the physician confirmed the patient did not experience an adverse reaction. The pump was explanted on (B)(6) 2025. The patient was implanted with a new pump on (B)(6) 2025.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. There was one non-conformance opened due to sterilization failure. A rework was done and passed. There were no manufacturing deviations that could have contributed to the reported event. On october 22, 2025, intera oncology shipped a return kit to the physician office to retrieve the actual device for examination. To date, the pump has not been returned. Therefore, once we receive the pump and it's evaluated, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician assistant that a patient who was implanted with an intera 3000 hepatic artery infusion pump on (B)(6) 2025, had a refill done on (B)(6) 2025, and the residual volume was 30ml. The physician speculates that there is a potential clot or kink. In addition, the physician confirmed the patient did not experience an adverse reaction. The pump was explanted on (B)(6) 2025. The patient was implanted with a new pump on (B)(6) 2025.